Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. There are no add'l reports against the finished goods lot. The order was built and released per specification. The returned sample was visually and functionally tested and met specifications. The root cause of the customer's complaint is not known; the returned sample met specification. (B)(4).

Event description:
A nurse reported receiving limited flow and poor aspiration during a procedure after priming and tuning were successful. Add'l info was rec'd from the nurse indicating the reported event occurred during the phaco portion of the procedure. The cassette was switched out and the case was completed with no further incidents. There was no pt impact reported.